Event description:
On (B) (6) 2010, the patient reported his blood glucose has been out of control for the past few months with his readings ranging from 200-360 mg/dl. His target range is 120-140 mg/dl. He stated his reading this morning was 335 mg/dl and he delivered insulin via injection. His reading had increased to 354 mg/dl 17 minutes later and he delivered 6 units of insulin via his infusion device. He ate cereal, a banana, and milk and 3 hours later his reading was 300 mg/dl. He said he primed his infusion device to troubleshoot this morning and insulin emerged from the tubing. He is unsure if his device adapter has been changed in the last year. He was advised to change the adapter every 10th cartridge change. Courtesy adapters were sent. He stated he notices air bubbles after changing the adapter and while priming but he is able to prime them out. He does not always allow insulin to reach room temperature prior to filling the cartridge. He was advised to do so. Troubleshooting did not find any product issues. He said he has recently begun taking new medications. He was advised to switch to his backup infusion device for troubleshooting purposes. On follow up with the patient on (B) (6) 2010, he stated he switched to his backup device for several days and he has had several elevated blood glucose readings while using it. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.